Event description:
A non-healthcare professional reported that the vitrectomy cutter was used to clear blood from posterior section of the eye. Initially it was working fine. However, when surgeon tried to use again to do more, the cutter would no longer work. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).